Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device locking components were damaged. During in-house engineering evaluation, it was determined that the muffler was missing the red indication line and that there were pin holes in the hose near the muffler, the device would operate with the safety engaged (power broken), the rotational speed did not meet the minimum acceptable speed at 90 pounds per square inch (psi). It was also observed that the cylinder and pawls release were damaged and the vanes were worn out. The device also failed visual assessment, the modified set screw, loctite assessment, safety assessment, and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.